Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('prayer for good surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("I am always bloated and swollen"), swelling ("swollen") and cough ("if you still are coughing"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the medical device removal, abdominal distension, swelling and cough outcome was unknown. The reporter considered abdominal distension, cough, medical device removal and swelling to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: abdominal distension, swelling, medical device removal and cough quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media record received- new event medical device removal were added. New reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('prayer for good surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("I am always bloated and swollen"), swelling ("swollen"), cough ("if you still are coughing"), chest pain ("chest pain"), palpitations ("heart palpitation"), contrast media allergy ("I m allergic to dye"), malaise ("I feel sick") and autoimmune disorder ("autoimmune disease"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the medical device removal, abdominal distension, swelling, cough, chest pain, palpitations, contrast media allergy, malaise and autoimmune disorder outcome was unknown. The reporter considered abdominal distension, autoimmune disorder, chest pain, contrast media allergy, cough, malaise, medical device removal, palpitations and swelling to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: abdominal distension, swelling, medical device removal and cough, dye allergy, malaise, autoimmune disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events added: chest pain, heart palpitation. Reporter was added. On 23-mar-2020: social media received: event I m allergic to dye, I feel sick, autoimmune disease added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('prayer for good surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("I am always bloated and swollen"), swelling ("swollen"), cough ("if you still are coughing"), chest pain ("chest pain"), palpitations ("heart palpitation"), contrast media allergy ("I m allergic to dye"), malaise ("I feel sick"), autoimmune disorder ("autoimmune disease") and procedural pain ("pain"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the medical device removal, abdominal distension, swelling, cough, chest pain, palpitations, contrast media allergy, malaise, autoimmune disorder and procedural pain outcome was unknown. The reporter considered abdominal distension, autoimmune disorder, chest pain, contrast media allergy, cough, malaise, medical device removal, palpitations, procedural pain and swelling to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: abdominal distension, swelling, medical device removal and cough, dye allergy, malaise, autoimmune disease, pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received. Reporter's information added. Event:post procedural pain were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.